Manufacturer narrative:
G4: (B)(6) 2019. B4: (B)(6) 2020. A gas delivery system (gds) was return for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd from MFR: 16oct2019. The service engineer (se) inspected the device. The se was not able to duplicate the reported issue. The se performed pressure leak multiple times and found that the ventilator would only pass half of the time. The se replaced the gas delivery system (gds) to address the pressure leak and the unit successfully passed performance verifications. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation, therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16oct2019.

Event description:
It was reported that the ventilator had a proximal line disconnect. The customer found an alarm message: proximal pressure line disconnect error code in the diagnostic logs. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.